Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, the clip could not be deployed. The physician stated that no resistance was felt during advancement of the thumb advancer. The starclose se sheath appeared to be slightly kinked indicating carving during advancement of the thumb advancer. The device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, the event was reported to have occurred (B)(6) 2013. The starclose se device was deployed in a mildly calcified artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation fully clip deployed, therefore, the reported clip could not be deployed was not confirmed. Analysis of the returned device revealed that the locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in the clip being captured within the wings. Because the clip was captured within uncollapsed vessel locator wings, it could appear very similar to the reported the clip could not be deployed. The reported carving was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Per the instructions for use - do not deploy the clip in areas of calcified plaque. Based on the investigation, there does not appear to be any indication of a product quality deficiency.